Manufacturer narrative:
The insulin pump was received with currents within specifications. No unexpected off no power or blank display anomaly noted. The lcd board was fine. The insulin pump passed rewind, basic occlusion, occlusion, prime excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had off no power anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that pump didn't turn on after they insert a new battery.